Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) and impedance on the atrial pacing lead was beyond the expected upper range. (B)(4).

Event description:
It was reported that the atrial lead was oversensing and caused false positive atrial arrhythmias in the cardiac compass. The lead was capped and replaced. No patient complications have been reported as a result of this event.